Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected near the end of therapy. Therapy was discontinued and the patient contacted their hospital for further instruction. It was noted that the patient observed a leak in a disposable following the alarm. The patient finished therapy using manual exchanges. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.